Event description:
Related to MFR. Report no.: 2183959-2014-00522. It was reported that following the perigee mesh anterior repair on (B)(6) 2011, the patient underwent "excision of upper vaginal septum and small area of exposed mesh". Following this procedure, the patient continued to experience complications.

Manufacturer narrative:
Event date: (B)(6) 2012.